Event description:
A 6f angio-seal vip was used following a diagnostic procedure. The artery had slight calcification. Four hours post-procedure, the pt lost pedal pulses and experienced claudication. The pt was brought into the lab and an extremity arteriogram, mechanical aspiration, and thrombectomy were performed. A stent was placed in the common femoral artery with ivus guidance. The physician noticed that the artery demonstrated a filling defect, which he states was a likely combination of the collagen plug vascular closure device and superimposed thrombus. There was also a linear filling defect requiring intervention that may have represented intimal dissection secondary to the plug.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.